Manufacturer narrative:
The device manufacturer¿s registration system indicates that the pump was inactivated on (B)(4) 2004 and a new pump was implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On 18-sep-2017 it was reported that about 14 years ago, the patient¿s pump failed and it was not a good situation. No patient symptoms were reported. No further patient complications have been reported as a result of this event.